Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/16/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. The following information was received: I have received some clips. If you want to send me a return small box glad to send them in to you.

Event description:
It was reported that a patient underwent a laparoscopic hysterectomy procedure on (B)(6) 2026 and suture was used. During a laparoscopic hysterectomy procedure, the sales representative reported that the scrub technician loaded the clips and attempted to close a clip on a suture. Twelve clips failed to close as expected. The scrub tech made multiple attempts, but multiple clips did not fully close on the suture. There were no patient consequences reported. Devices are not available for return. No additional information was requested at this time.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 2/10/2026. H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 photo analysis: this is an analysis of a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photo shows two foils of lapra ty from top view and they appears to be sterile with apparent visible damages. Based on the photo the event described cannot be confirmed, since the clips could not be observed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.